Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause lot, testing of a retained kit, evaluation of clinical sensitivity, and a review of product labeling. Ticket searches determined that there is a trend in complaint activity for the likely causative agent lot. The tracking and trending report review determined that there are no adverse trends. Non-statistical trends were identified due to an increased complaint activity. Review of the performance of the likely cause lot did not identify any potential non-conformances, non-conformances or deviations in relation to the complaint issue. A retained kit of architect anti-hcv reagent lot number 94357li00 was calibrated and the calibrations met instrument specifications. All control values met control specifications. A review of the clinical sensitivity showed that the sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hcv result when processing on the architect i2000sr. The initial result was (B)(6) and retest results were (B)(6). No impact to patient management was reported.